Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn unknown) stopped compressions and displayed user advisory (ua) 41(patient temperature sensor failure) error message. Following this, manual CPR was immediately performed. No consequences or impact to patient.